Event description:
The reporter stated that during insertion of a compression screw in a subtalar fusion procedure, the device kept slipping out of the screw head. Two drivers were used and both slipped out of the screw. One screw required removal and another one was inserted. The pt had average quality bone. The bone was not pre-drilled. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.